Manufacturer narrative:
Sample analysis: the device will not be returned for analysis. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during the deployment of an embolization coil through a microcatheter, a portion of the coil was deployed into the aneurysm when the coil prematurely detached. The coil was retrieved through the microcatheter using an endovascular snare. No harm was reported.